Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation indicated that the medical device delivery system was received, but not the endoprosthesis. The device displayed visible damage at 9-10 cm and 13-17.5 cm from the proximal end of the delivery system. The hub was observed to be detached. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
Correction of conclusion code.

Event description:
The patient presented with a diseased lesion which was intended to be treated with a gore® viabahn® vbx balloon expandable endoprosthesis. It was reported to gore that after the endoprosthesis was successfully implanted the attempt was made to retrieve the delivery system from the patient¿s vessel where it was stated that some resistance was experienced. Reportedly, resistance was experienced within the introducer sheath as well as on the guidewire till the hub assembly disconnected from the catheter shaft. It was stated that the broken delivery catheter was removed together with the guidewire form the patient.